Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 05/18/2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data will not be analyzed as signal loss for one hour or less is within specification.